Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The user facility reported a 83-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella placement, there was oozing from the impella access site. An additional purse string suture was added. Heparin was not started until hemostasis was achieved. It was further reported that the impella migrated into the right ventricle and the patient developed hemolysis. Patient care was withdrawn. Death was not related to the impella.

Manufacturer narrative:
Pump was not returned for investigation. As per limited clinical information provided, the slight oozing from the access site was controlled with sutures but the reason of bleeding is unknown. Therefore, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information provided. Clinical mentions that the pump was pulled in rv. Therefore, the root cause of the positioning issue was most likely use related. Clinical mentions that the pump migrated in rv and hemolysis was observed. The patient was withdrawn care and therefore its unknown how hemolysis resolved. Therefore, the root cause of the hemolysis issue was most likely improper positioning of the device.